Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 28 x 2.75 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the mid to distal stent strut rows were lifted and pulled distally. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the calcified distal end of the left anterior descending artery. A 28 x 2.75mm promus premier was advanced but the shaft kinked and the stent struts were lifted up. The device was removed from the patient's body and a balloon was used to dilate the lesion. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the calcified distal end of the left anterior descending artery. A 28 x 2.75mm promus premier was advanced but the shaft kinked and the stent struts were lifted up. The device was removed from the patient's body and a balloon was used to dilate the lesion. No patient complications were reported.